Manufacturer narrative:
(B)(4). Eval, results: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Vessel morphology was reported as not tortuous with a small amount of calcification. An endurant abdominal stent graft system was implanted; however upon the final angiogram there appeared to be a small jet of contrast originating from the main body graft, at the level of the flow divider. The physician modeled the stent graft with a balloon. The physician inserted a pigtail catheter up to the body of graft to which revealed it was a type IV endoleak. The pt will be monitored. No clinical sequelae were reported and the pt is fine. Review of films at the time of implant showed an endoleak, which appears more "jetting" in appearance, emanating from just below the bifurcated stent graft gate this may be a type IV endoleak.